Manufacturer narrative:
B3. Date of event: approximated based on reported information indicating the issue occurred 2 months before explant procedure; actual event date is unknown.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. The device had fluid loss, the cylinders had break. The ipp was explanted and replaced. No patient complications reported.